Event description:
Had atrium c-qur omega-3 fish oil coated hernia mesh implanted in (B)(6) 2011 for repair of obturator hernia. Required 3 day stay in hosp due to postop pain which was intractable. After discharge, pain intensified/developed requiring return to hosp that same night via 911. Required 2 further surgeries due to severe pain and inability to eat - low of (B)(6) requiring add'l hospitalization on parenteral (IV) nutrition. Second surgery in (B)(6) 2011. Surgeon said that it looked "like a bomb went off inside" and tissue looked like "third degree burns." Prior to, after this surgery, he said he believed I had rejected the mesh. He told me that he removed all the mesh he could but that it had not adhered and strands of the mesh were floating freely so not all of the mesh could be accounted for. The mesh adversely affected my appendix which had to be removed. Despite ever increasing doses of narcotic pain medication severe pain required a third surgery which required lysis of adhesions in my biliary tract, removal of the gallbladder and repair of my stomach which had been twisted and pushed out of position causing nausea and inability to eat. Constant severe pain led to many ER visits and other hospitalizations. Since the initial mesh implantation, I have required high doses of narcotic pain medication. Now I am using medical marijuana in lieu of narcotics. Both give only partial relief. It is most painful to sit so I spend much of the day laying down. Prior to the initial mesh implant, I was a highly functioning registered nurse, including charge nurse in 2 intensive care units and a rn medicare medical records analyst. I have developed difficulty focusing, concentrating, and trouble with memory which combined with chronic severe pain has made it impossible to work as a rn (or any work) and am on disability. Premature loss of my career along with other aspects of my life (I was a professional dancer part time) has, along with 4+ years of pain, medication and inability to move normally or exercise also contributed to the development of depression and anxiety. Mesh was placed over this pelvic floor. Hernia. Mesh had not adhered and had disintegrated so he was only able to remove what he could. Adhesions involving cystic duct and stomach adhesions which made it impossible to eat. Surgeon told me that he felt this was all due to my rejecting the c-qur mesh, had another pt that had similar complications and that he would never use it again. My only regret is that I had the atrium c-qur mesh (with omega-3 fish oil) in the first place. That one event has negatively impacted my life and that of my family profoundly.